Manufacturer narrative:
Please note: the event date is unknown, therefore the previous month is used as the aware date. Investigation summary: with all the available information, boston scientific concludes the pump requiring more than 8lbs of force to activate could result in the device not activating or inflating, therefore, it is probable this pump malfunction resulted in the device requiring to be explanted. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a hole in the kink resistant tubing (krt) cylinder junction that is commonly observed to occur during the explant procedure. Functional testing of the pump identified that the pump required more than 8lbs of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to unspecified reasons. The ipp was explanted. Analysis of the returned ipp identified a non-conformance that would impact device functionality.